Event description:
It was reported to boston scientific corporation on (B)(6) 2009, that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009 involving a (B)(6) male pt. According to the complainant, during the procedure, there were multiple stones. They swept the bile duct 2 to 3 times, pulled out the balloon and noticed towards the tip of the catheter that there was creasing on the plastic material. Another extractor rx retrieval balloon was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4): (crease in catheter). The complainant indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).